Event description:
The patients mom reported that the patient was not feeling normal or magnet stimulation. She noted that the generator was interrogated by the nurse and battery status was 75-50% and no issues were reported. The patient has also had an increase in seizures. No further relevant information has been received to date.